Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial fibrillation (af) on the right ventricular (rv) lead channel, which led to inappropriate shocks and stored rythmiq events. The patient underwent a lead revision the morning posts the event. This ICD remains in service. No adverse patient effects were reported.